Manufacturer narrative:
Field service engineer (fse) went on site and confirmed alarm 17 after completing tube warm up, and also observed rad kv field was the only field populated with numbers. Fse troubleshot, removing the generator cover and replacing the console atp pcb per sedecal service manual. Fse did a complete checkout of system with no further errors, and then completed system checkout per service checklist. System functioned normally and was returned to full service.

Event description:
Customer reports via phone that during a cystogram with stent procedure, the system shut down. Staff had to move the patient to another room to complete the procedure. No reported injury and no additional details are known.